Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on an unspecified date in (B)(6) 2018, customer didn't wake up from a nap and she measured a reading of 89 mg/dl on his adc blood glucose meter which she thought was a good reading. Paramedics were called and upon their arrival, a reading of 42 mg/dl was obtained on their meter. Customer was diagnosed with severe low blood sugar and was treated with IV and 2 glucose shots (dose unspecified). It was further reported that when the customer was coherent, a reading of 117 mg/dl was obtained on the paramedics meter and another freestyle meter which was compared to adc meter reading of 158 mg/dl. Paramedics advised the customer to discontinue the use of adc meter as the customer was administering "too much" insulin based on its reading. A subsequent reading of 120 mg/dl was obtained on the paramedic meter and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation was performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. The freestyle lite meter was returned and passed control solution test, therefore no further investigation is required for the meter. Retain testing was performed for the freestyle strips and all units performed within specification.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the reported test strips are returned, a physical investigation will be performed.

Event description:
Customer's wife reported that on an unspecified date in (B)(6) 2018, customer didn't wake up from a nap and she measured a reading of 89 mg/dl on his adc blood glucose meter which she thought was a good reading. Paramedics were called and upon their arrival, a reading of 42 mg/dl was obtained on their meter. Customer was diagnosed with severe low blood sugar and was treated with IV and 2 glucose shots (dose unspecified). It was further reported that when the customer was coherent, a reading of 117 mg/dl was obtained on the paramedics meter and another freestyle meter which was compared to adc meter reading of 158 mg/dl. Paramedics advised the customer to discontinue the use of adc meter as the customer was administering "too much" insulin based on its reading. A subsequent reading of 120 mg/dl was obtained on the paramedic meter and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the reported meter and no issues were observed. The meter powered on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing (lot number and expiration date) were updated based on case information.

Event description:
Customer's wife reported that on an unspecified date in (B)(6) 2018, customer didn't wake up from a nap and she measured a reading of 89 mg/dl on his adc blood glucose meter which she thought was a good reading. Paramedics were called and upon their arrival, a reading of 42 mg/dl was obtained on their meter. Customer was diagnosed with severe low blood sugar and was treated with IV and 2 glucose shots (dose unspecified). It was further reported that when the customer was coherent, a reading of 117 mg/dl was obtained on the paramedics meter and another freestyle meter which was compared to adc meter reading of 158 mg/dl. Paramedics advised the customer to discontinue the use of adc meter as the customer was administering "too much" insulin based on its reading. A subsequent reading of 120 mg/dl was obtained on the paramedic meter and no further treatment was reported. There was no report of death or permanent injury associated with this event.